Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had push off issues. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019, hospital clinical laboratory director of complaint nearly 2 weeks since the use of bd sst tube, sustained pursuance of spring tube problems, customer after his discovery screening all mining in the blood vessels, only outstanding bd sst tube have tube push off issue.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had push off issues. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019, hospital clinical laboratory director of complaint nearly 2 weeks since the use of bd sst tube, sustained pursuance of spring tube problems, customer after his discovery screening all mining in the blood vessels, only outstanding bd sst tube have tube push off issue.